Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the syringe with 300 units; however, the customer was only able to inject approximately 120 units into the cartridge. Reportedly, this occurred with multiple cartridges. There was no reported impact to blood glucose. New supplies were loaded to address the event.